Manufacturer narrative:
E2: no. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device failed the standard specification. Due to a damage on cable unit, noise occurred and no image was displayed. Due to a worn out head unit, the image had white dots. Due to damage on the plug unit, water tightness was lost. The most probable cause of the identified failures was due to component failure, which is expected or random component failure without any design or manufacturing issue. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage". The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited water tightness lost due to damage on plug unit, a noisy image and no image due to a damage on the cable unit. There were no reports of patient involvement.